Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had very high lactose dehydrogenase. An echocardiogram was performed and the left ventricle did not change in size despite an increased fixed speed. The pump was exchanged.

Manufacturer narrative:
Section b5: corrected. Section d6b: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in clinic with very high a very high lactose dehydrogenase (ldh) level. An echocardiogram was performed, and the left ventricle (lv) did not change in size despite an increased fixed speed. It was reported that there were no device issues that contributed to the lv issue. The patient underwent a pump exchange on (B)(6) 2023 due to suspected thrombus. The exchange went well, but the patient suffered an ischemic stroke postoperatively and passed away on (B)(6) 2023. The outcome was not considered to be device or therapy related. Related manufacturer report number: 2916596-2023-01032.

Event description:
It was reported that the patient underwent a pump exchange due to suspected thrombus on (B)(6) 2023. The exchange went well, but the patient suffered an ischemic stroke postoperatively. The outcome was not considered to be device or therapy related. Related manufacturer report number: 2916596-2023-01032.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 3.75¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the pump, examination of the distal side of the inlet stator revealed a red, tissue-like deposition adhered to the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball. The two thrombus formations were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. The thrombus formations showed evidence of laminated layering indicating that they formed in this location over an undetermined amount of time while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have potentially contributed to the reported elevated lactate dehydrogenase. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.